Manufacturer narrative:
The device is not available for investigation without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event occurred on an unspecified date and involved a spinning spiros¿, closed male luer where it was reported that the spiros is attached to the filtered extension set. Customer hears the crack, confirming that the spiros should be bonded to the tubing. After hearing the crack when attaching the spiros to the tubing, the customer can easily remove the spiros or it comes disconnected itself. There was unknown patient involvement and unknown harm. No additional information was provided by the end user.